Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that battery to be charge every 3 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.